Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. There is no further information about the hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products used: product name: carto® 3 system: us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator: us catalog #: st-1086, serial #: (B)(4). Product name: coolflow® irrigation pump: us catalog #: cfp002, serial #: (B)(4). Product name: soundstar® 3d diagnostic ultrasound catheter: us catalog #: sndstr10, lot#: unknown. Product name: lasso® nav eco variable catheter: us catalog #: d134301, lot #: unknown. Product name: ismus® cath electrophysiology catheter: us catalog #: d7r20lcsrt, lot #: unknown. (B)(4).